Manufacturer narrative:
Sample was collected in a tube with a gel barrier and was centrifuged for 10 minutes. A system check performed on (B)(6) 2010 met specifications. A field service engineer (fse) was dispatched: the fse cleaned the wash valve and installed a new rotor and primed. The fse performed a diagnostic test which met specifications. Although hardware issues were addressed, no clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely elevated troponin (accu tni) result generated by the unicel dxc 600i synchron access clinical system on one patient's sample. Upon repeat on this and on a different instrument the accutni results were in different clinical ranges. The elevated result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.